Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The observed difference in anti-tshr values generated with the elecsys assay and the rra methodology was consistent with differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Based on the provided information, the investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys anti-tshr v2 results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was requested but not provided. The patient's initial elecsys anti-tshr result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample with rra methodology. The patient's elecsys anti-tshr result was 1.5 iu/l "negative." The patient's anti-tshr result with rra methodology was 2.3 iu/l "positive."